Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vascutrak balloon catheter. During the procedure, the balloon catheter allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. Both the photo shows healthcare professional holding the vascutrak device. Rupture was noted near to the proximal end of the balloon. Packaging hoop was seen near to the balloon. No other anomalies were noted. Therefore, the investigation is confirmed for the reported balloon rupture as rupture was noted at the balloon near proximal end. However, the investigation is inconclusive for the reported sheath removal difficulty as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vascutrak balloon catheter. During the procedure, the balloon catheter allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.